Event description:
A healthcare professional reported an that following an intraocular lens (iol) implant procedure, patient experienced poor vision. Clinical reason was mentioned as defective iol.the iol was exchanged for another lens model following 1 month 18 days the initial implant procedure. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 23.0 diopter (add power +2.2/+3.2) lens was replaced with a 23.0 diopter (add power +2.2/+3.2) lens due to a report of a "defective iol". The account indicated the product was not available to evaluate. Follow up attempts were made for more details of the reported "defect". No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).